Manufacturer narrative:
Please note: during integration of accessclosure, inc. Into the cordis business model, the determination was made that reportability for product failure modes would be aligned with current reportability for cordis products. This decision to align reportability was made, as the said failure modes, would not result in patient injury. As a result this event is being filed beyond the 30 day FDA requirement. (B)(4). Complaint conclusion. It was reported that the 5f mynxgrip vascular closure device (vcd) advancer tube failed when the operator (interventional neuroradiologist tried to deploy. There was no patient injury reported. The procedure was aborted and manual compression was held by the staffing nurse; to achieve hemostasis. It was observed that the advancer tube was not visible and during the examination the advancer tube and the sealant came out of the device. There were no damages or anomalies noted when the device was remove from the package. The device prepped normally. The user did shuttle down completely. There was no significant resistance when shuttling down reported. There was no unusual force when retracting the sheath. There devices were used for the same patient. The deployer is in training for the mynx device. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. Sealant was not returned; therefore, the relationship between the sealant and the advancer tube/shuttle cartridge could not be determined. The balloon bond adhesive taper was inspected at high magnification for anomalies that may have obstructed the device path. No anomalies were observed. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. A review of the manufacturing documentation associated with lot f1705101 was performed and the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The failure reported as ¿failure to deploy¿ was not confirmed due to the condition in which the unit was received for analysis. The exact cause of the reported failure experienced by the customer could not be conclusively determined. As per the instructions for use, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the DHR review nor the product analysis suggests that the failure experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective actions will be taken.

Event description:
It was reported that the 5f mynxgrip vascular closure device (vcd) advancer tube failed when the operator (interventional neuroradiologist tried to deploy. There was no patient injury reported. The product is available for analysis. The procedure was aborted and manual compression was held by the staffing nurse; to achieve hemostasis. It was observed that the advancer tube was not visible and during the examination the advancer tube and the sealant came out of the device. There were no damages or anomalies noted when the device was remove from the package. The device prepped normally. The user did shuttle down completely. There was no significant resistance when shuttling down reported. There was no unusual force when retracting the sheath. There devices were used for the same patient. The deployer is in training for the mynx device.